Event description:
At about 6 years and 7 months from primary the patient came in reporting pain, due to a potted stem. The surgeon revised the stem, head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20-11-2024: lot 171686: (B)(4) items manufactured and released on 23-07-2017. Expiration date: 2022-08-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: a revision surgery was performed about 6.5 years after the primary implantation of a tha. The complained of pain and underwent follow-up x-ray which revealed radiolucency lines around the stem, particularly in the proximal region, along with signs of stress shielding and possible slight subsidence. The bone around the distal apex of the stem exhibited high density and cortical thickening. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be exactly determined. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.